Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog# 75446545 , 510k#  k042025 , UDI# (B)(4)  was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) at l4,5-s1 due to symptoms occurred to l5. Post-op, when load was applied on the screw at the left of s1, the screw got loose. While using the electric knife to perform the revision surgery, sparks fell. The surgeon replaced the left screw and the right screw of s1, and performed screw insertion at s2 additionally at the time of posterior lumbar interbody fusion (plif) at l5-s1, then the procedure was finished. Patient suffered from pseudoarthrosis at l5-s1 and there were some symptoms and complications to the left lower limbs after this surgery.